Event description:
Customer reported via phone call that she checked her blood glucose level and it was over 500 mg/dl, she tested again and it had gone down to 220 mg/dl. Customer stated she was shaking because she needed to eat. She treated the high with a bolus but was not sure of the amount of insulin she took. It was confirmed in the bolus history that it was 9.1 units. The customer checked her blood glucose again and it was 66 mg/dl. The customer was feeling low and she ate fruit to treat. It was found that the customer had treated for a false high blood glucose reading; she had honey on her fingers when she tested. Customer's spouse and son were there and would make sure that the customer ate without a bolus correction. Last blood glucose reading was 80 mg/dl.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.